Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl and that the battery cap is stripped and is hard to screw on. Troubleshooting advised customer that a new battery cap would be provided. Customer declined high blood glucose troubleshooting and thought the high was due to something they ate. No further details given.